Event description:
During a routine clinic visit, it was discovered in the data download from the patients lvad controller history that the patient's pump had stopped six times over a period of 20 days, due to what's known as a 'double power disconnect' state. The patient denied disconnecting both power sources. The vad team attributes this to a known problem with the heartware controller 2.0 where the controller has a momentary disconnection from power sources that are securely connected to it. The patient denied any ill symptoms during the double disconnect events. Each event only lasted a couple of seconds. Medtronic provided complaint number and device was returned to the manufacturer by mail.